Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Additionally, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward; this indicates a needle mechanism failure. Additionally, the pod's cannula did not insert as intended and the pod was worn for less than 1 hour. The patient's glucose level was over 13.9 mmol/l (250.2 mg/dl). Details regarding treatment were not reported.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported needle mechanism failure. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 94 pulses. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure could not be determined. Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined.

Manufacturer narrative:
Additional information: this case is not reportable based on additional information provided in section b5.

Event description:
Additional information provided indicated that the pink slide moved forward and the patient's blood glucose levels were up to 9 mmol/l (162 mg/dl).